Event description:
Add'l info rec'd from MFR 11/16/99: an in-house investigation for lens revealed that the serial number configuration provided by pe-ha intraokularlinsen to the FDA does match any of MDR, inc's lens lot number configurations. Medical developmental research, inc wants to advise that the aforementioned lens was not assigned by this firm and therefore not mfg.